Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that they have two stimulators in my body. Patient was the first to have a stimulator inserted in my left leg either 1989 or 1990 to control back pain. In 2022, my current provider inserted a second electronic stimulator in my back without removing the manufacturer device. Patient now need the manufacturer stimulator removed because it no longer functions and they cannot have mris done with the manufacturer device in their body. Patient can not find a provider to safely remove the manufacturer stimulator and need assistance in locating a provider. Patient does not know the number/model of the device currently installed in their leg. Additional information was received from the patient. It was reported that the patient reiterated it does not function. The battery stopped working and was not replaced because they had a newer stimulator implanted in their back in (B)(6) 2020 that does not require battery replacement. The battery was "replaced" in approximately 2010 and stopped working between 2015 and 2017. They are unable to have needed MRI's without knowing the make/model of the ins. They need this information for removal purposes. The issue has not been resolved. Each time the battery needed to be replaced, a rep would assist an attending physician with replacing the battery. They were the first person ever to have the ins placed at the site of the pain in their leg rather than the back.